Event description:
Had a hemosplit in which the cuff came off in the pt during removal. No other info provided.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.